Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pneumothorax and it was suspected to be related to their implanted device. The patient has recovered and their device remains in use. No further patient complications have been reported as a result of this event.